Manufacturer narrative:
The lot number was not provided, therefore, the device history records could not be reviewed. Received medical records. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one month post filter deployment, an attempt to retrieve the filter was unsuccessful. Approximately one year later a CT scan for an unrelated event demonstrated a detached filter limb in the right ventricle. Upon further evaluation a second detached limb was discovered. The filter and both detached limbs were captured and retrieved successfully. The patient status at this time is unknown.